Event description:
It was reported that threads on screw shearing off during insertion. Dr. Removed loose fragments with a grasper; used a same size screw with same lot number to complete procedure.

Manufacturer narrative:
(B)(4).